Event description:
Additional information received reported that the patient still had concerns with their device but had not sought further help. The patient reported that the trial was taken out by the physician¿s assistant. The patient never spoke with the doctor again. The patient did not have confirmation yet but believed something happened. The patient had bad pain in that area before it was removed. The pain was so bad the patient had to go to the ER. There was a lot of muscle and back pain. The patient was seeing a new doctor on (B)(6) 2014. The patient had stimulation program changed after the trial on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient had an additional lead put in to try and help the pain in the patient¿s back but the implant of the lead had injured/hurt their nerve.